Event description:
Rn notified by lab of crack in patient's specimen cup when patient dropped semen specimen off in lab. Rn looked at remainder of lab specimen supplies in rei clinic and several specimen cups had cracks in them. They were removed.